Manufacturer narrative:
Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Device was monitored and tested with failed battery test and blank display noted. No air bubbles and bolus anomaly noted. Device received with peeling keypad overlay noted. The test reservoir stay locked in place noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated while trying to deliver a bolus, the red light started flashing and before they could see the error message, the screen went black and they couldn't get it to come back on. Customer also stated they tried to take the battery out and put it back in but it said battery failed, then they tried three other batteries with the same message and finally they put a battery in and it came back on. Customer also reported that insulin pump display was blank and received failed battery alarm. The customer was assisted with troubleshooting and the display did not return. No harm requiring medical intervention was reported. Customer also reported that insulin pump was alleged under delivery but high pressure test was pass and customer also stated that keypad was peeling up. It was also reported that reservoir had air bubbles and approximate size of air bubbles was larger than champagne size by a little bit. The insulin pump will be and reservoir will nor be returned for analysis.